Event description:
The customer stated that he was hospitalized three times for high blood glucose levels. The customer only recalled the date of the third hospitalization. The reported blood glucose reading at the time of the call was 160 mg/dl. The customer reported dehydration on all three events. Troubleshooting was performed and the insulin pump was programmed correctly. No further troubleshooting was possible, as the call was disconnected. The customer was called, but there was no answer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.